Event description:
It was reported that noise and oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced successfully. A normal functioning ventricular lead was also replaced electively during this procedure. The patient was discharged home the following day.